Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient receiving intrathecal therapy at an unknown dose and concentration via an implantable pump for pain management. The mpxr report was titled ¿itb¿ presumably for ¿intrathecal baclofen.¿ however, conflicting information in the report stated that the drug identity was ¿unknown.¿ it was reported that the device was beeping when empty, but it ¿emptied quick.¿ the patient did not have a managing physician nearby. The physician whom the patient had been seeing was semi-retired and came to the patient¿s town a few times to refill the pump. The physician was going to come to town for the patient¿s next refill on (B)(6) 2020. The patient¿s pump kept ¿depleting quickly,¿ and the patient needed it checked to see if it needed to be replaced. No environmental, external or patient factors aside from normal battery life were reported. The issue was not resolved. However, the patient¿s status was ¿alive, no injury.¿ surgical intervention did not occur, and it was unknown if surgical intervention was planned. Information regarding the patient¿s age, weight, and other medications was unavailable. Gender ¿female¿ was selected in the mpxr. However, conflicting information in the mpxr referred to the patient as ¿he/him.¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that the manufacturer representative was in communication now with the patient and was making arrangements for a refill. It was clarified that the pump was delivering intrathecal baclofen. It was clarified that ¿emptied quick¿ was a reference to the pump not being filled as much as needed, and it was implied that it was a lack of access to having it filled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative on 2020-aug-04. It was reported that the pump had gone empty on 2020-mar-06 and the healthcare provider wanted to review the considerations. The lowest they could put the dose at was 384.7mcg/day with dilaudid being the primary drug, and the healthcare provider (hcp) wanted to refill the pump with preservative free normal saline (pfns) and monitor the expected vs. Actual volumes at future refills. The hcp decided to do a total system content removal procedure and then make the flow rate measurable.